Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ burning/stabbing pain/ uncomfortable in certain sitting positions') and device expulsion ('migration of essure device: misplaced left essure coil / failure to occlude (close) fallopian tube(s) / migration of essure device location of device: endometrial canal / only 1 tube was closed. The other wasn't in place') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: birth control pills from 1993 to 2012; for an unreported indication: depo-provera. Concurrent conditions included muscle cramps and spotting vaginal. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2013 for contraception. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and adjustment disorder with depressed mood ("psychological or psychiatric problems condition: depressing episode due to intimacy issues after these complications arose"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 25 days after insertion of essure. On an unknown date, the patient experienced anxiety ("anxiety"), chest pain ("left abdomen-right below my rib cage"), insomnia ("uncomfortable to unable to sleep because of the pain"), pain in extremity ("shooting/stabbing pain that will travel from that region and go through my arm"), mood altered ("mood") and abdominal pain ("left abdomen-right below my rib cage"). The patient was treated with surgery (surgical removal of coils, tubal ligation and to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, adjustment disorder with depressed mood, chest pain, insomnia, pain in extremity and abdominal pain outcome was unknown and the anxiety and mood altered was resolving. The reporter considered abdominal pain, adjustment disorder with depressed mood, anxiety, chest pain, device expulsion, dysmenorrhoea, dyspareunia, insomnia, menorrhagia, mood altered, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need additional surgery. Discrepancy to be noted in essure removal date as (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-jun-2019: pfs received: events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, depression, abdominal pain, chest pain, mood altered, anxiety were added. Event device dislocation was updated as device expulsion. Reporter was added. Reporter causality comment was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant ). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and device dislocation ("migration of essure device: misplaced left essure coil") in a female patient who had essure inserted. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included muscle cramps and per vaginal bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant) and surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain and device dislocation outcome was unknown. The reporter considered device dislocation and pelvic pain to be related to essure. The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical record received: reporters, historical condition, concomitant disease and event (migration of essure device: misplaced left essure coil) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.